Event description:
A customer reported via webform that while using the freestyle libre 3 app, a sensor error message was received with the adc device. As a result, the customer felt unwell and became hypoglycemic with symptoms of leg cramps and a seizure. The customer further reported being able to self-treat with oral glucose and there was no third party medical intervention reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4-(PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that while using the freestyle libre 3 app, a sensor error message was received with the adc device. As a result, the customer felt unwell and became hypoglycemic with symptoms of leg cramps and a seizure. The customer further reported being able to self-treat with oral glucose and there was no third party medical intervention reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Data was successfully extracted. A brownout reset event was observed. Extended investigation has also been performed. Further visual inspection was performed on the returned sensor and no abnormalites or evidence misuse was observed.the sensor was de-cased and visual inspection was performed on the pcba (printed circuit board assembly), one battery leg was completly disconnected from the battery pad. During the extended investigation, the sensor data was unable to be extracted. The battery leg was correctly soldered to the battery pad and data extraction was successful. Glucose solution testing was performed and the returned sensor was fully fuctional with no brown out, indicating that the reported issue was due to the battery leg not being soldered to the battery pad. The issue is confirmed to poor soldering to the battery connection. N/a was selected for g4-(PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.